Event description:
Operative procedure, arthroscopy, left knee with partial medial and lateral menisectomy. The 4.0 mm blade used, left metal shavings in pt. Dr able to remove all metal shavings. Short prolong of surgical case.